Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post-paced t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were made during the device check.